Event description:
It was reported that the lead integrity alert was tripped for high svc coil impedance on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported from information obtained from follow-up that the right ventricular lead alert level was reprogrammed to 130 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2001. (B)(4).